Event description:
Medtronic received information that during use, at the end of the operation of this ap40 pump device when the pump was loosened from the pump head, the pump broke off at the inflow side, part of the pump was stuck in the tubing part. The device was not required to be replaced as this occurred just at the end of use and there is no adverse patient effect associated with this event. Additional information: it was noted that the event date was past the custom tubing pack's expiry date (april 2021). The pump was part of the below custom tubing pack: model # m540010f lot # 218955565 three batches of cbap40 were used in the manufacture of this custom pack lot: lots 217798286, 217842982, and 218382163.

Manufacturer narrative:
Conclusion: complaint not confirmed for the ap40 pump broken inlet port. The device was not returned for analysis. The root cause of the issue could not be determined. Per the additional information received from medtronic manufacturing quality, the device was used after the custom tubing pack use by date that was identified on the product label; this is off-label use. There were no patient adverse effects, will continue to monitor for future events. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.